Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found damage on the catheter's shaft, prior to use. The catheter was replaced for the patient.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Received 1 lubricious catheter for evaluation. The visual examination showed a flake of latex embedded inside the coating of the shaft. This occurs during the hand burn/clean process when small remnants of latex adhere to the shaft of the catheters. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the user found damage on the catheter's shaft, prior to use. The catheter was replaced for the patient.